Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
The manufacturer received information alleging a ventilator's display was unreadable. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" alarm occurred. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of lcd screen and system board. The technician observed the ac power cord was damaged. The device's ac power cord was replaced to address the issue.